Event description:
It was reported by service report that the siderail panel was damaged with sharp edges and areas for potential fluid ingress. No pt involvement or adverse consequences are reported.